Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient did not display on station and remote support service (rss) displayed offline. User rebooted the station, but issue didn¿t resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the patient crossover issue was resolved by the hospital information technology (it) through the hca, and no further investigation was required. The system functioned as intended after the hospital it resolved the issue.